Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient was admitted to hospital on (B)(6) 2021 with urinary retention. History of retention also noted. Caller wanted to confirm the ins was working. Caller requested callback to cellular number. Successfully communicated with the ins and confirmed the ins was on @ 1.7v. The caller did reach the managing hcp office and spoke with the nurse practitioner about getting the ins checked so they may be aware of current situation. Caller also mentioned the patient does not speak english and is vietnamese. Redirected caller to local manufacturer representative (rep) to check system out further.